Event description:
The customer reported an intermittent failure to discharge via external paddles. There was no report of adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported an intermittent failure to discharge via external paddles. There was no report of adverse patient impact. Philips evaluated the device locally. Replacing the external paddle set resolved the issue.